Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. It was reported that patient had a return of symptoms on the day of the call. Patient has the stimulator to help give her strength in her legs but the patient was unable to walk more than a couple aisles while grocery shopping this morning so when she got home she thought maybe the stimulator needed to be charged. Patient went to check the charging session and saw that the charging needed attention but the controller wouldn't unlock to see the message. Caller stated the controller appears frozen. Troubleshooting was performed during the call and the controller was reset and controller was able to power on and connect to the ins. The screen indicated the patient's stimulation was off because she was in MRI mode. Caller stated she doesn't know how the stimulator was put into an MRI mode. Caller was able to exit MRI mode and turn stimulation back on. Patient confirmed she felt stimulation down her leg. It was reported that patient is normally on group b but the controller is showing group a. Caller was able to activate group b but stated the program 1 wouldn't open up to see the stimulation level. Caller pressed the up arrow button and confirmed the stimulation was at the patient's usual 6.3 level. Controller battery and ins battery were at 90%. Caller was redirected to follow up with hcp if symptoms do not resolve. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional. It was reported that the patient's daughter contacted a manufacturer representative, who helped them to exit the MRI mode. Dates were unknown. Per patient's daughter, everything was resolved when MRI mode was exited. The issues were resolved. Patient's weight was unknown. No further complications were reported.